Manufacturer narrative:
(B)(4)

Event description:
See manufacturer # 3007566237-2010-05359. A power on reset occurred. The stimulation has been off for approximately 6 months. The impedance measurements were normal. The plan was to replace the neurostimulator. Additional information has been requested.